Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with meter readings escalating from 495 mg/dl to 597 mg/dl while the ilet displayed high for approximately 45 minutes. The user had changed the infusion site earlier, reported 77 units available, noted prior occurrences of a leaking cartridge plunger and the plunger sitting past the bottom of the prefilled cartridge, and performed a full supply change with a correction to the infusion set selection from teflon 6 mm to steel 6 mm before resuming insulin delivery. Symptoms included hyperglycemia with small ketones and polydipsia. Outcomes included clinical impact requiring troubleshooting and education with continued monitoring and subsequent improvement reported by the user. Investigation included technical support review, guided supply change, infusion set configuration verification, and user education on ketone testing and follow-up checks. Investigation of this case revealed cause unclear for the hyperglycemia, with potential contribution from infusion set selection mismatch and reported cartridge plunger leakage, though no device alarms were reported and blood glucose trended down after corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence isolating a device or use-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.